Event description:
It was reported that froze on wire occurred. The 65% stenosed target lesion was located in the mild tortuous and mild calcified vessel in the right leg. A 3.0mm x 220mm x 150cm coyote was selected for use. During the procedure, a .014 non boston scientific guidewire was advanced from an up and over approach through a non boston scientific sheath. A .014 non-boston scientific ivus catheter was loaded but would not advance through the lesion. The ivus catheter was removed. The coyote was advanced for dilation. It was noted that there were no balloon marker-bands showing up on the x-ray screen. The physician moved the x-ray north, towards the head and noticed that the wire had prolapsed on itself and the balloon was not advancing. Upon attempting to remove the balloon, it would not come out of the body without taking the non-boston wire with it. After removal, it was observed that the balloon was fused to the wire and would not come out, even with excessive force. The procedure was completed with alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that froze on wire occurred. The 65% stenosed target lesion was located in the mild tortuous and mild calcified vessel in the right leg. A 3.0mm x 220mm x 150cm coyote was selected for use. During the procedure, a .014 non boston scientific guidewire was advanced from an up and over approach through a non boston scientific sheath. A .014 non-boston scientific ivus catheter was loaded but would not advance through the lesion. The ivus catheter was removed. The coyote was advanced for dilation. It was noted that there were no balloon marker-bands showing up on the x-ray screen. The physician moved the x-ray north, towards the head and noticed that the wire had prolapsed on itself and the balloon was not advancing. Upon attempting to remove the balloon, it would not come out of the body without taking the non-boston wire with it. After removal, it was observed that the balloon was fused to the wire and would not come out, even with excessive force. The procedure was completed with alternate device. There were no patient complications as a result of this event. It was further reported that the radio opaque markers were not seen because they never made it to the lesion, not because they were having trouble visualizing.

Manufacturer narrative:
B5: describe event or problem: updated good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: the coyote was returned for analysis. The balloon was received with the guidewire stuck. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed bunching on the inner shaft at the balloon area. It was also noted that there was a separation at the tip of the inner shaft. Inspection of the remainder of the device presented no other damage or irregularities.